Manufacturer narrative:
The lot was manufactured december 10, 2016 - december 12, 2016. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture with no issues noted. The reported condition was verified. The cause of the reported condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This event occurred during filling the infusor with an unspecified medication at the hospital and before patient use. There was no patient involvement. No additional information is available.